Event description:
A report was received that the patient will undergo an explant procedure with unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st- lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure with unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing loss of stimulation due to lead migration. The patient preferred to have the system explanted rather than have a revision.